Manufacturer narrative:
The technician replaced the caregiver board and label to repair the bed.

Event description:
Information received indicates the bed is alarming due to fluid ingress into the right caregiver board caused by a hole in the caregiver label.